Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
The sales rep reported to us that during an arthroscopic shoulder procedure, the distal tip of the inserter broke in the anchor upon insertion. The sales rep stated that the patient had hard bone, and the surgeon did not use proper protocol as stated in the IFU: he did not tap the bone hole as indicated in the IFU. The root cause for the device failure is most likely the failure to properly prep the bone hole by taping it, which would facilitate the anchor insertion. This most likely led to the need to use excessive rotational mechanical force while attempting to deploy the anchor into the bone hole. The fragment remains within the anchor captured in the bone. Although the fragment was not retrieved from the body, the procedure was concluded successfully without further issue or harm to the patient.